Manufacturer narrative:
Sanofi company comment follow up dated 28-may-2019: follow up information did not change the previous case assessment. Based on the available information the casual relationship between motor vehicle accident cannot be established due to ongoing hypertension, thyroid disease and diabetes . Furthermore, lack of information regarding concomitants and psychiatric history precludes comprehensive case assessment.

Event description:
Motor vehicle accident [motor vehicle accident], pain in right ankle and joints of the foot [joint pain], right knee pain [knee pain] . Case narrative: based upon additional information received on 30-may-2019, this case was updated to a 'non-case + nullified report', as the patient did not receive the suspect product synvisc-one. Initial information received on 13-may-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case involves a 62 years old female patient (170.1 cm and 95.26 kg) who experienced motor vehicle accident , right knee pain and pain in right ankle and joints of the foot, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc-one). The patient's past medical history included thyroid disease, tubal ligation, right knee scope, cholecystectomy and non-smoker. At the time of the event, the patient had ongoing hypertension, diabetes, allergy to cipro and allergy to erythromycin. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml dose once (batch: unknown) (information for batch number was requested) for primary osteoarthritis of right knee. On (B)(6) 2019, patient reported for follow up of her right knee pain and complained that she had right knee pain (latency: unknown) on and off since her motor vehicle accident (latency: unknown). The patient underwent an open reduction internal fixation of her right ankle for her accident and suffered from post traumatic osteoarthritis of right ankle due to it. It was reported that patient had significant pain on daily basis. As a corrective treatment for her knee pain, patient was prescribed voltaren and for pain in right ankle and joints of the right foot. Patient was injected with 2cc of xylocaine with 40mg of depomedrol during the visit. The patient was advised to exercise and was counseled regarding her diet. The patient would undergo right knee replacement this fall and if need be may undergo right total knee arthroplasty as well. Action taken: not applicable. Corrective treatment: open reduction internal fixation for motor vehicle accident; voltaren for right knee pain; xyloxaine and depomedrol for pain in right ankle and joints of the foot. Outcome: unknown for all events. Seriousness criterion: hospitalization and required intervention for motor vehicle accident pain in right ankle and joints of the foot. Reporter causality: unknown (un-assessable) for all events. Company causality: not reportable for all events. A product technical complaint was initiated on 28-may-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 28-may-2019. Global ptc number and its results were added. Text amended accordingly. Based upon additional information received on 30-may-2019, this case was updated to a 'non-case + nullified report', as the patient did not receive the suspect product synvisc-one.

Event description:
Motor vehicle accident [motor vehicle accident], pain in right ankle and joints of the foot [joint pain], right knee pain [knee pain]. Case narrative: initial information received on 13-may-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "(B)(6)". Patient ID: (B)(6); country: united states; study title: (B)(6). This case involves a (B)(6) female patient (170.1 cm and (B)(6)) who experienced motor vehicle accident , right knee pain and pain in right ankle and joints of the foot, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc-one). The patient's past medical history included thyroid disease, tubal ligation, right knee scope, cholecystectomy and non-smoker. At the time of the event, the patient had ongoing hypertension, diabetes, allergy to cipro and allergy to erythromycin. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml dose once (batch: unknown) (information for batch number was requested) for primary osteoarthritis of right knee. On (B)(6) 2019, patient reported for follow up of her right knee pain and complained that she had right knee pain (latency: unknown) on and off since her motor vehicle accident (latency: unknown). The patient underwent an open reduction internal fixation of her right ankle for her accident and suffered from post traumatic osteoarthritis of right ankle due to it. It was reported that patient had significant pain on daily basis. As a corrective treatment for her knee pain, patient was prescribed voltaren and for pain in right ankle and joints of the right foot patient was injected with 2cc of xylocaine with 40mg of depomedrol during the visit. The patient was advised to exercise and was counseled regarding her diet. The patient would undergo right knee replacement this fall and if need be may undergo right total knee arthroplasty as well. Action taken: not applicable. Corrective treatment: open reduction internal fixation for motor vehicle accident; voltaren for right knee pain; xylocaine and depomedrol for pain in right ankle and joints of the foot. Outcome: unknown for all events. Seriousness criterion: hospitalization and required intervention for motor vehicle accident pain in right ankle and joints of the foot. Reporter causality: unknown (un-assessable) for all events. Company causality: not reportable for all events. A product technical complaint was initiated and results were pending for the same.